Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. It was reported that, during device placement, the internal bolster detached when being pulled through. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated on (B)(6) 2023 as no event date was reported. Block h6 (device codes): imdrf device code a0501 captures the reportable event of internal bolster detached.